Manufacturer narrative:
Mfgers' investigation: although not always repeatable, previous engineering studies have replicated variable removal torque conditions with the yellow cap component. These studies showed when the yellow cap was torqued onto a primed stopcock, the removal torque would occasionally be greater than the assembly torque. Additional engineering studies were conducted to identify solutions that would address these intermittent conditions. The results of these efforts found that by modifying the smooth/polished surface finish to a slightly textured finish the end cap removal forces showed a more consistent removal torque values (pre and post use). The molding processes/equipment changes to produce the end cap components were qualified, validated and have been implemented. Current build reflects these enhancements. Findings: the involved devices were not returned for analysis and confirmation. The exact cause(s) of the product issue are unknown at this time. Device(s) not returned.

Event description:
Complaint received reporting concerns with component (yellow caps) attachment issues with use of 46099-75, pressure mtg. Kit (B)(4); squeeze flush & 4w-sc; 46101-20 bifurcated mtg. Kits (B)(4); 03ml squeeze flush and 42584-05 transpac IV mtg. Kit w/disp transducers 3ml squeeze flush. It was reported that the surgical intensive care unit clinicians are having difficulties with the mtg kits "..yellow caps becoming stuck ... Unable to be removed once secured to the side port of the 3-way stopcock. ....". The devices were removed, replaced and discarded. There were no reported patient injuries, adverse consequences.